Event description:
Cuts thru skin. Spoke with head nurse-nursery, who stated that the baby required neosporin drops as a result of the incident. This controlled the bleeding and the baby tolerated the procedure well.